Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the loose release crimper and broken collet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. During preparation of the second clip delivery system (cds)(11103r290), the clip came slightly opened and when attempting to close the clip it would not close at all. An attempt was then made to open the clip and it would not open therefore the device was not used. A third cds (10419r232) was advanced to the below the mitral valve however resistance was noted. The clip had perforated the posterior leaflet and created a hole. The clip had went through the hole, causing resistance. The clip was inverted and removed from the hole in the leaflet. The clip was repositioned and deployed. The perforated leaflet was left untreated. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. Return device analysis of the second clip noted the release crimper was loose and the collet was observed to have one broken tine.

Manufacturer narrative:
The returned device confirmed the reported difficult to open and close. Additionally, it was observed that the release crimper was loose, and one collet tine was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information and return device analysis the observed loose crimper, observed difficult to open and close the clip are cascading effects of the reported broken collet tine. The investigation determined that the observed broken collet tine appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.